Manufacturer narrative:
The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps were experiencing downstream occlusion alarms. This was observed when in use with prefilled flush syringes; patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.